Manufacturer narrative:
(B)(4) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot pdcbrtb0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lateral perineotomy procedure on an unknown date; and a suture was used. During the procedure, the suture broke easily when it was pulled slightly. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.